Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/17/2013 and 7/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.correction on follow-up #1:the patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/6/2013 and 6/24/2013, respectively, with the following findings:the test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: the meter and test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found; the complaint was not confirmed. Test strip analysis results are not available at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.